Event description:
The customer reported that subtracted cine runs are distorted. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the image processor and cine bridge boards. System operates as intended. (B) (4).